Event description:
An axillobifemoral reconstruction was performed using two vascular grafts in 2003. It is understood that on 15 days later purulent liquid was drained from the flank incision. On the following month, both incisions were re-opened. Perigraft fluid was observed. Collected fluid was cultured; however, culture was negative and no organism growth was observed. It was reported that a superficial infection has abated with the use of IV antibiotics.